Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Non-healthcare professional. Information regarding PMA/510k: den170015. The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a hemostasis procedure, the physician used three (3) cook hemospray endoscopic hemostats. The patient was heavily bleeding from the gastroduodenal artery in the bulbus [duodenal bulb]. The first hemospray was used, but there was insufficient amount of powder per shot. A second catheter was attempted to be used (subject of this report). A second hemospray device was used. While screwing the red cap to activate the second device, the handle exploded in the nurse's hand. The tail [sic] was flung against the leg of the doctor [lower part of handle and red activation knob] (see related emdr 1037905-2019-00295). A third hemospray was used but there was also insufficient powder delivery per shot (also subject of this report) (device was tested prior to use). A fourth device was activated but not used. The patient had lost too much blood and went to surgery. There were three lot numbers said to be involved (w4193431, w4117840, and w4180860). It is unknown which lot number corresponds to each malfunctioning device. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a hemostasis procedure, the physician used three (3) cook hemospray endoscopic hemostats. The patient was heavily bleeding from the gastroduodenal artery in the bulbus [duodenal bulb]. The first hemospray was used, but there was insufficient amount of powder per shot. A second catheter was attempted to be used (see emdr 1037905-2019-00339). A second hemospray device was used. While screwing the red cap to activate the second device, the handle exploded in the nurse's hand. The tail [lower part of handle and red activation knob] was flung against the leg of the doctor (see related emdr 1037905-2019-00295). A third hemospray was used but there was also insufficient powder delivery per shot (subject of this report) (device was tested prior to use). A fourth device was activated but not used. The patient had lost too much blood and went to surgery. This emdr was originally reported as a quantity of two (2) devices, but is now a quantity of one (1) device. See related emdr 1037905-2019-00339 for the other reported device. An unintended section of the device did not remain inside the patient¿s body. The patient was taken to surgery for hemostasis due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device; common device name: not available; regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional (B)(4). The lot number could not be specified by the initial reporter, however the device is one of the following lots: w4193431, manufacture date 03/22/2019, expiration date 03/19/2022; w4117840, manufacture date 09/13/2018, expiration date 09/13/2018. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Blood was present on the outside of the device and visible inside the powder chamber. The returned catheters did not appear to contain powder. When tested as returned, the device sprayed a small amount. The co2 cartridge discharged upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. The device was disassembled and the tubes were disconnected for removal of the powder. Hard clumps of red/pink powder were observed in the tube between the powder chamber and on/off valve. The cannula in the powder chamber also contained clumps of red/pink powder. The powder chamber was emptied and a large clump was stuck against the powder chamber wall. The clump was removed and examined, presenting red/pink discoloration. The red/pink discoloration appears to be from an ingress of blood into the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the potential lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. The discoloration within the internal clog suggests blood travel through the catheter into the device. The instructions for use state, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The report indicates that the device was tested prior to use. It is not clear if pre-testing the device could have contributed to the blood traveling into the device. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.